Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was unable to connect to the header of the implantable cardioverter defibrillator (ICD). The ICD was not implanted, and an alternate ICD was implanted instead on (B)(6) 2026. The patient was discharged following the procedure.

Manufacturer narrative:
The reported event of failure to connect was confirmed. The device was above elective replacement indicator (eri) upon receipt. Final analysis found that the left ventricular setscrew was stripped and contained septum material inside the hex cavity which prevented full insertion of the torque driver and was the cause of the reported event.